Manufacturer narrative:
Since the literature described "olympus duodenoscopes (jf-q260v, tjf-260v; olympus optical, tokyo, japan)", olympus selected "tjf-260v" as a representative product. The suspect device has not been returned to olympus for evaluation. The root cause could not be specified conclusively, there was no report on abnormality nor issue of the subject device. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. Based on the results of the investigation, there was no complaint reported on the subject device nor evidence of an olympus device malfunction. The literature article doi: 10.1055/a-1850-6717 provided for additional information.

Event description:
Olympus reviewed the following literature titled "an artificial intelligence difficulty scoring system for stone removal during ercp: a prospective validation". A computer-assisted (cad) system was developed to assess, score, and classify the technical difficulty of common bile duct (cbd) stone removal during endoscopic retrograde cholangiopancreatography (ercp). The efficacy of the cad system was subsequently assessed through a multicenter, prospective, observational study. All procedures were performed by senior endoscopists using side-viewing olympus duodenoscopes (jf-q260v, tjf-260v; olympus optical, tokyo, japan). Based on cholangiogram images, the cad system analyzed the level of difficulty of stone removal and classified it into ¿difficult¿ and ¿easy¿ groups. Subsequently, differences in clinical endpoints, including attempts at stone extraction, stone extraction time, total operation time, and stone clearance rates were compared between the two groups. 173 patients with cbd stones from three hospitals were included in the study. 46 patients were identified as the difficult group and 127 patients in the easy group. Three cases from the easy group were diagnosed with post- endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep), with the adverse event rate of 1.7 %. The three patients were conservatively treated and cured before discharge. No deaths were reported. Difficult group : 46 patients. Easy group : 127 patients. Diagnosed with post-ercp pancreatitis (pep) : 3 patients. There is no report of any olympus device malfunction in any procedure described in this study.